Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced myocardial infarction, thrombosis, ischemia, and st segment elevation. No issues were encountered gaining femoral access nor with gaining left atrium (la) access via a transseptal crossing. No air was seen in the flush lines nor in the sheath during aspiration. The left side pulmonary veins were ablated. Following those ablations the physician believed he saw "air" in the ascending aorta on fluoroscopy which was then checked via intracardiac echocardiography (ice). Ice imaging showed that the left and right ventricles were not contracting. St segment elevation was also observed on leads 1, 2, and 4. A code was called in and resuscitation of the patient was attempted but was not successful. The patient expired. Post-procedure, the physician realized the "air" seen after the left-side ablations was likely a clot. The official cause of death was listed as heart attack with unknown underlying cause. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA: 8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that thrombosis, myocardial infarction, ischemia, and st segment elevation, which ultimately led to the patient's death, are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of myocardial infarction, thrombosis, ischemia, st segment elevation and cardiac arrest are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of thrombosis, myocardial infarction, ischemia, st segment elevation, and death are known inherent risk of the faradrive device. Death, thrombosis, myocardial infarction, ischemia, cardiac arrest and st segment elevation are expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, during the procedure, findings initially suggestive of air embolism were later considered more consistent with thrombus formation. Air embolism is considered unlikely as no air was confirmed through tests, and the initial fluoroscopic finding was later reinterpreted as thrombus. Additionally, the clinical presentation is more consistent with a thrombotic coronary event. The st segment elevation, absence of ventricular contraction on imaging, and rapid hemodynamic collapse support the cascade consequences due to thrombosis, likely resulting in myocardial infarction and cardiac arrest. These events represent cascade, with thrombosis as the initiating event and ischemia, st segment elevation, and myocardial infarction as consequences and leading to patient's death. There were no alleged quality or manufacturing deficiencies leading to the adverse event reported to the bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient experienced myocardial infarction, thrombosis, ischemia, and st segment elevation. No issues were encountered gaining femoral access nor with gaining left atrium (la) access via a transseptal crossing. No air was seen in the flush lines nor in the sheath during aspiration. The left side pulmonary veins were ablated. Following those ablations the physician believed he saw "air" in the ascending aorta on fluoroscopy which was then checked via intracardiac echocardiography (ice). Ice imaging showed that the left and right ventricles were not contracting. St segment elevation was also observed on leads 1, 2, and 4. A code was called in and resuscitation of the patient was attempted but was not successful. The patient expired. Post-procedure, the physician realized the "air" seen after the left-side ablations was likely a clot. The official cause of death was listed as heart attack with unknown underlying cause. The device is not expected to be returned for analysis due to disposal.